Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery came apart and wire lifted away from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and on the jaws. Traces of charred tissues were observed on the jaws. Microscopic inspection showed the heater wire to be flexed away and detached from the tip but remained attached to the base of the jaw. The silicone insulation appeared intact with no cracks nor peeling. It was also observed that the tool shaft was bent at the middle portion. Based on the returned condition of the device and the evaluation results, the reported failure mode "bent wire" was confirmed. The analyzed failure mode "bent shaft" was also confirmed. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. Specific actions for the reported failure mode bent wire are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery came apart and wire lifted away from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.